Event description:
On (B)(6) 2011, pt was admitted with degenerative scoliosis and multilevel severe spinal stenosis. On (B)(6) 2011, pt underwent operative procedure of the posterior spinal osteotomy at l1-5, total decompression laminectomy at l1-5, denali instrumentation from t11 to s1 and posterior spinal fusion from t11 to s1. While convalescing at home and doing "quite well", pt had an "incident while watching his grandson" and the "sudden jerking" resulted in an immediate onset of severe back pain and clicking sound in the lumbosacral spine area since the incident. On (B)(6) 2011, pt was re-admitted to hosp and underwent removal of hardware from l4-s1 -6 screw heads removed-. On (B)(6) 2011, returned to operating room and underwent anterior lumbar interbody fusion at l4-5, carbon cage at the l4-5 interspace, interference screw and plate at l4-5, local bone graft. On (B)(6) 2011 - discharged home.